Event description:
It was reported that during a coronary drug eluting stenting treatment procedure crossing difficulties were encountered. The physician predilated a moderately calcified, very tortuous, 95% stenosed lesion in an unk location. The physician could not cross this lesion with a taxus 2.5x12mm drug eluting stent. The physician successfully implanted a 2.5x13mm driver stent instead. The pt's condition is reported as "satisfactory/good."